Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had hip pain and was reason for revision surgery, primary was done at unknown date and lot numbers as well as reference numbers could not be read. The surgeon performed a head and liner change and patient had some osteolysis behind the cup and some around the stem , both components where still solid and the surgeon bone grafted both components. Original implant date unknown. Doi: unknown. Dor: (B)(6) 2019; right hip.